Manufacturer narrative:
Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead developed an infection and was having systemic antibiotics. Additional information has been requested; however, no further information is currently available.